Event description:
Sudden fracture of 6949 lead leading to noise in ICD lead and inappropriate ICD shocks - lead impedance on arrival with noise on lead was 44052. Overnite, noise on lead created sensing issues with pacing and had to turn off rv pacing - lead impedance increase 2 low - 200 ER. Lead revised in 2007.